Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer cleared the alarm and insulin delivery was resumed. The customer's blood glucose level was not impacted. The customer declined the offer to troubleshoot with tandem technical support to determine a possible cause of the occlusion.